Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. Unit passed self test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump stopped working and the delivery was miscommunicated. Customer also stated that the insulin pump had button error and it was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.